Event description:
The coil did not liberate during an endovascular embolization. Another coil was used to resolve the problem. Please note that several attempts were made to acquire additional procedural and patient info and have been unsuccessful.